Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm a failure mode. The device was damaged from the attempted implantation. A dimensional inspection was attempted but the damage/deformation to several features of the device would not allow for accurate measurement. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, at the time of placing the insert anthem hiflex, the insert cracked down. The procedure was successfully completed without delay using a back-up device. It is unknown whether broken pieces fell into the surgical site and if the patient was injured.

Manufacturer narrative:
Is new information that was received for this case.